Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the nasogastric (ng) tube broke apart and a portion of tube was left in the "patient's abdomen (about 8-9cm). Per charting, an 8fr ng tube placed on (B)(6) 2025 into the patient's right nostril by the registered nurse (rn). On (B)(6) 2025 at 2300 the rn documented the tubing was unable to be flushed and was removed. "Upon removal, rn assessed the tip of the tubing and noticed it was frayed." Medical doctor notified, x-ray obtained and a pediatric surgeon was consulted. There was no reported injury. Additional information received 18-sep-2025 stated the patient had formula, liquid medications, and crushed medications infused through the nasogastric tube. Routinely, 6ml or 12 ml syringes were used for flushing and administering medications in the nasogastric tube. The patient received an x-ray the day of which identified the retained tip of the ng tube. A repeat x-ray was completed 5-days after which still identified the retained ng tube. An x-ray 9-days later did not show the ng tube. The family opted out of surgical retrieval of the tube based on the patient¿s other medical conditions and procedures. There were no identified adverse effects from this event. The clinicians did not check the patient's stool for the broken tip but would repeat a kidneys, ureters, and bladder (kub) x-ray on (B)(6) 2025 to ensure it was not there, if it was the clinicians would repeat consult pediatric surgery.